Event description:
Bilateral capsular contracture, right baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 3.5g over specification.